Event description:
It was reported that this pacemaker was an attempted implant because the leads could not be attached to the header. The procedure was completed with a new pacemaker. No adverse patient effects were reported outside of the prolonged surgery. As of today, this product has not been returned to boston scientific for further investigation.

Event description:
It was reported that this pacemaker was an attempted implant because the leads could not be attached to the header. This resulted in noise on the atrial channel. The procedure was completed with a new pacemaker. No adverse patient effects were reported outside of the prolonged surgery. As of today, this product has not been returned to boston scientific for further investigation. According to additional information, multiple attempts at troubleshooting were performed during the procedure including burping the header and using a new wrench. No additional adverse patient effects were reported. This product is expected to be returned for further analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.